Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that last night in the middle of the night they woke up with an intense feeling in both of their legs. Pt described the sensation as a tens pain in the way that they were able to feel stimulation. Patient stated that they have felt stimulation in their legs before, but last night was different because it was much more intense. Patient said it would start with a very intense sensation like touching a hot wire, and then it would go back to being less intense and circle around and increase again. The patient was redirected to their healthcare provider to further address the issue. A rep noted they had taken care of the patient.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reports that the patient had their stimulation up too high. Rep reports the patient turns their stimulation up during the day and when they lay down at night it intensifies the feeling of stimulation. Rep reports the patient had a follow-up visit, and programming may have been adjusted at that time, but the rep was not present for this appointment. Rep reports that this issue has resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.